Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis. Blood glucose reading was 346mg/dl. Customer was hospitalized from (B)(6) 2020 till (B)(6) 2020. Customer reported that insulin pump gave too much of insulin and ended up in the hospital with diabetic ketoacidosis a couple of weeks ago. Customer got critical pump error after they discharged from hospital. The insulin pump will be returned for analysis.